Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated she was still having issues, and reported seeing a software problem screen as 1. Intellis 2. 3.0 3. 160 4. Splash panel.c additional information on 2019-may-08 from patient stated patient consulted with repair but they said to consult with rep, as we had already replaced all the equipment. A replacement controller would be sent, controller was drawing down the batteries very quickly, intermittently worked and pushing the up arrow would not make it sometimes, and the lcd screen was unresponsive at time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no further actions were taken to address the issue, and the rep had not heard back from the patient. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745bp, lot# nlh007926n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the rep stated the patient is seeing no device found (screen 16). The rep is unable to start a charge session. The rep reported the antenna locate continues to show 100, and reports that number does not move up or down. The rep stated the patient has dropped their controller, and the on/off button on the controller is missing. The rep did not have additional equipment to troubleshoot with. The patient is going to call back when the repair lab is open. No further complications were reported. No patient symptoms were reported. On 2019-april- (B)(4) (con): a replacement recharger and controller would be sent. It was mentioned controller was dropped, and button was missing. It was stated when doing al, numbers stayed at 100 with recharger. No patient symptoms were reported. On 2019-april- (B)(4) (con): additional information was received from patient. Patient stated they got a new controller and the one was acting up. Patient noted it was ¿sucking the hell out of the charger¿. It was mentioned it would not turn on and would be unresponsive. Patient stated the screen would be clack, and it would not response to any touches. They mentioned they charged the battery in the remote to 100% last night, and this morning both batteries were on red. It was documented patient had to remove the battery to be able to use the controller. It was noted it only lasted as long as patient were on it. Patient mentioned stimulation was off on the screen. Patient stated stimulation was off, controller screen went black, had to be reset, controller was sucking all the charged out (depleted faster). A replacement controller battery would be sent, battery life on controller was short, and battery was charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019, that she was still having issues and was seeing a software problem screen stating: 1. Intellis 2. 3.0 3. 160 4. Splash panel c. The patient was advised to consult with a manufacturer representative (rep) and meet with their healthcare professional (hcp). There were no further complications or anticipations reported with this event.